Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a normal follow-up fitting the recipient was not responding to sound anymore with the device. She had shown normal progress previously, after the first fitting. The position of the processor-coil has changed; the coil is attached on the head on a different position than it was after implantation. The previous positon was more posterior. Re-positioning of the housing is considered.

Event description:
During a normal follow-up fitting the recipient was not responding to sound anymore with the device. She had shown normal progress previously, after the first fitting. The position of the processor-coil has changed; the coil is attached on the head on a different position than it was after implantation. The previous positon was more posterior. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. Even though no such causal event, like an accident, is mentioned in the patient report. Furthermore, it was reported that the implant coil/housing moved from its original position which is most likely a consequence of an external impact. All the problems given in the patient report appear to match well with this findings. This is a final report.